Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data which indicated that quality controls were within range and a recent system check had passed. Ccc instructed the customer to run quality controls and a probe test. Quality controls were within range and the probe test passed. The cause of the discordant, falsely low ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.